Event description:
The customer reported a corrupt file failure error message on the 9900 system. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The connectors were re-seated on the intelligent shutdown board. The system was tested and is operating as intended.